Manufacturer narrative:
Received one photo showing the device. No cracks or damages can be observed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot was not provided; therefore, a lot review cannot be performed.

Event description:
The event occurred on an unknown date. The customer reported microclave® neutral connector was cracking when twisting during attaching. The customer further mentioned that pieces of cracked device ended up in patient's line. The crack was noticed on the day the patient was placed on line. There was a leak noted and a saline flushed was used. There was patient involvement but no report of an adverse event.